Event description:
This incident occurred during patient use; however, there was no patient injury or medical intervention associated with this incident.

Event description:
On (B)(6) 2010, the customer called baxter (B)(4) technical services for a tina device having a wet venous transducer protector. Patient injury/medical intervention was not reported. The baxter technician advised the baxter field service technician to go onsite to repair the device. As such, the device will not be returned to (B)(4) technical services.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual tina hemodialysis machine was evaluated onsite and the reported condition of a wet venous transducer protector was not confirmed. The root cause of the reported condition could not be determined. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations, and repairs. The luer fitting, tubing and filter protector were replaced on the device to correct the reported malfunction. The device was tested as per baxter operating procedures and protocols and passed all testing.